Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of bolster detachment. Imdrf device code a051201 captures the reportable event of feeding tube dislodged or dislocated. At this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available.

Event description:
It was reported to boston scientific corporation that an endovive securi-t was used in the stomach during a gastrostomy tube replacement procedure performed on (B)(6) 2026. The tube was placed on (B)(6) 2026. It was later identified that the internal bumper became detached and the tube was dislodged. The tube was removed on (B)(6) 2026. At the time, the patient was on ventilatory support, and the likelihood of self-dislodgement was considered extremely low. Another of the same device was placed. There were no patient complications reported as a result of this event.